Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a pneumatic hand pump was used during an achalasia procedure in the esophagus. According to the complaint, during the procedure, the gauge did not read accurately; the pump would not read past 10psi. It was reported that there were no other visible issues with the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a pneumatic hand pump was used during an achalasia procedure in the esophagus. According to the complaint, during the procedure, the gauge did not read accurately; the pump would not read past 10psi. It was reported that there were no other visible issues with the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results. Visual examination of the device found no damage. Functional evaluation found the pressure release valve was closed and air flow through the latex tubing was blocked. Pumping the bulb, the needle increased to approximately 10 psi; however the bulb became difficult to squeeze and could not be pressurized further. The failure was determined to be caused by the one way check valve flapper not seating properly. The investigation results are not consistent as the reported defect of reading inaccurately was not confirmed; however the issue of inflation difficulty was confirmed. The defect was determined to be the result of a supplier manufacturing process. The issue was further investigated and determined to be an isolated event. No further action is required at this time. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. This is a reusable device, therefore there is no expiration date. Device manufacturer: navilyst. (B)(4). (B)(4) for the reported event of gauge reads incorrectly. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.